Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the multi-link would not cross the lesion. During a removal attempt, the stent separated from the delivery system and was retrieved with a snare device. No further info was available.